Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer decided not to continue troubleshooting at the moment and opted to monitor the pump.